Event description:
Caller reported an occlusion alarm which could not be verified by technical support, though more than one occlusion event was experienced previously. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin delivery. Despite frequent occlusion issues, the caller declined additional assistance. Technical support concluded the case.